Manufacturer narrative:
D.2b. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. Sample was re-run on max and result was flu a negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary there is an indication of a bd pcr cartridges (ref. (B)(4) issue for the lot used by the customer based on the analysis of the complaints received for false positive results/unusual curves presenting a signal drift in the cy5 channel when using the bd pcr cartridges with the bd max rvp assay. The root cause for the cy5 channel signal drift issue associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 1 of 2: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. Sample was re-run on max and result was flu a negative. There was no.